Manufacturer narrative:
A field service engineer was dispatched on 10/21/2015. The fse arrived at site due to no results and troubleshot the plumbing and found that the large syringe screw came loose which was causing no sample to be delivered , the fse tightned the screw and then ran patients which gave results well in lab range with no errors. There was no further action required by field service. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was a the syringe unit a screw came loose off the large syringe. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported missing peaks and area too low on cgrams with the g8 analyzer. The customer reported discrepant patient results. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in reporting discrepant patient results for hba1c. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.